Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between the tubing and the luer connector of the patient line of a homechoice cassette. This was noted during the prime, patient was not connected for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed using magnification. This inspection found deformation to the patient connector but it was found to be unrelated to the reported leak. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing and no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.